Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the insulin pump's reservoir had two air bubbles; twice the size of a pen point. Customer's blood glucose level was 346 mg/dl. The infusion set cannula was bent. The device was not returned.